Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in device inner surface and one linear opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified one sharp opening and one striated opening. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening assessed as an unidentified tear opening, and one striated opening assessed as surgical damage. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "rupture" of a saline breast implant. Device has been explanted.